Event description:
It was reported that the patient presented in the ER after receiving inappropriate shocks due to lead noise. Myopotential oversensing and externalized conductors were noted during revision. The device and the lead were explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 35.6-35.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.4-7.4cm, 8.3-8.7cm, and 43.0-43.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 32.9-33.1cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 25.2-27.2 from the distal tip. The etfe coating was damaged during explant at this location. External insulation abrasion was noted at 40.1-41.5cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.